Manufacturer narrative:
Additional information: g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On 05/09/2025, a facility representative reported via (B)(4) that an ar-3200-0025 arthrex synergy ID ccu light cord connection began to smoke when the light source was activated. They were using a storz cord and storz connection on the ccu. A mobile cart was wheeled in and set up, with roughly a 15-minute surgical delay with the patient in the room. No harm to the patient was noted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.